Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited chips on the adhesive around the server plug-in (z-block), light guide lens and objective lens. Foreign objects were also found in the forceps elevator and forceps elevator wire (k-wire). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint "chips on the adhesive around the server plug-in (z-block), light guide lens and objective lens" was traced to component failure. The most probable cause of the complaint "foreign objects in the forceps elevator and forceps elevator wire (k-wire)" could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.